Event description:
During implant procedure, the suture sleeve broke. The left ventricular (lv)) lead was explanted and a new lv lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
The lead was returned with a suture sleeve that was cut/separated in two pieces, consistent with procedural damage. Visual analysis found a suture sleeve tie impression at the middle region of the lead with the insulation cut/damaged and the coil kinked/damaged at the same location, consistent with procedural damage. The cause of the reported event is consistent with excessive suture sleeve tie down forces.